Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Patient presented with dextrocardia, left atrial isomerism, a patent foramen ovale in the interatrial septum, and absence of the inferior vena cava. Due to this, a trans jugular approach was chosen. Xtw (lot: 41030r1024) was placed successfully with a slight reduction in mr. A second clip xtw (lot: 41030r1025) was attempted to be implanted, but after several attempts one of the grippers failed to lower so it was removed. A third clip xtw (lot: 50217r1106) was then chosen. Multiple attempts were made to capture the leaflets but abrupt and repeated maneuvers in the ventricle led to chordal rupture. Then due to further aggressive manipulation with the anterior leaflet with the gripper lowered, the anterior leaflet tore. Due to this along with the high regurgitant flow, the first clip xtw (lot: 41030r1024) detached from anterior leaflet (single leaflet device attachment (slda)). The third clip was removed and the procedure abandoned. The patient remains intubated and in critical condition. Surgical intervention is likely but has not occurred yet. On (B)(6) 2025, surgical intervention was performed. Post intervention, the patient died. The cause of death is currently unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The narrative was reviewed by an abbott director of medical affairs. Based on available information, the reported difficult or delayed positioning appears to be related to procedural conditions (unable to grasp leaflets at ideal grasping position). The reported device causing damage and tissue injury are cascading events of the improper or incorrect procedure or method (abrupt and repeated maneuvers in the ventricle). The reported death appears to be a procedural mortality, per the medical review. The reported patient effects of tissue injury and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. The reported improper or incorrect procedure or method was associated with the user performing abrupt and repeated maneuvers in the ventricle. It was determined that this deviation contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Patient presented with dextrocardia, left atrial isomerism, a patent foramen ovale in the interatrial septum, and absence of the inferior vena cava. Due to this, a trans jugular approach was chosen. Xtw (lot: 41030r1024) was placed successfully with a slight reduction in mr. A second clip xtw (lot: 41030r1025) was attempted to be implanted, but after several attempts one of the grippers failed to lower so it was removed. A third clip xtw (lot: 50217r1106) was then chosen. Multiple attempts were made to capture the leaflets but abrupt and repeated maneuvers in the ventricle led to chordal rupture. Then due to further aggressive manipulation with the anterior leaflet with the gripper lowered, the anterior leaflet tore. Due to this along with the high regurgitant flow, the first clip xtw (lot: 41030r1024) detached from anterior leaflet (single leaflet device attachment (slda)). The third clip was removed and the procedure abandoned. The patient remained intubated and in critical condition. On (B)(6) 2025, surgical intervention was performed. Post intervention, the patient died. The cause of death is currently unknown and was not provided.